Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. Additional product codes: mni, kwq, kwp (B)(4), lot unknown. Original implant date was around 3 months ago. Device is not expected to be returned for manufacturer review/investigation. (B)(6). The complaint indicated that the snap-on transverse connector loosened post-op which resulted in the rod migrating which required additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. Report was initially submitted on nov 2, 2017, but the FDA site was down. Advised by FDA on nov 6, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a l4/s1 posterior stabilisation. Patient presented for routine 3 month post op. Follow up, complaining of back pain. Upon investigation, the imaging revealed that the construct rods had migrated cranially, and are completely out of the s1 screws. This is evident when comparing the construct to the image taken immediately post op. Revision went ahead on (B)(6) 2017. It was noted that the l4, l5 and s1 innies were all loose. All components removed, and nothing implanted as the patient's bone had healed well enough. This complaint involves 1 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation summary indicates that the: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. X-rays were received and reviewed by a medical professional and based on their opinion, was able to confirm that the rods are migrated. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.